Manufacturer narrative:
(B)(4). Additional information: batch: k5dh1d. Manufacturing date: 10/01/2013. Product exp. Date: 09/01/2018. The analysis results showed that two ecr60w cartridge reloads were received. Cartridge (a, b) ecr60w, k5dh1d were received fully fired and in good visual conditions. Cartridge (c) ecr60w, k5dd5p was received fully fired and in good visual conditions. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but response received: what was the product code for the stapler used with the ecr60w cartridge (ex, ec60, long60a, pse60a, etc)? How many staplers were used with the three cartridges that had this issue?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what was the product code for the stapler used with the ecr60w cartridge (ex, ec60, long60a, pse60a, etc)? Ec60a (echelon flex) how many staplers were used with the three cartridges that had this issue? 1 stapler (ec60a).

Event description:
It was reported that during a gastric bypass procedure, the last staples did not close the tissue. The staples stayed open on tissue. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.